Event description:
It has been reported that the system was not booting up. The system was not in clinical use at the time of event. No harm to the patient has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. As a resolution fse explained the technician that they just needed to push the power button on the flexvision computer, and this step temporarily resolved the issue. Later this issue reoccurred and fse replaced flexvision-pc. After this, the device was returned to use in good working order. The codes were updated based on the investigation outcome.